Event description:
It was reported by the provided that the spokes on the right side caster were all cracked and some were missing. No apparent signs of physical damage to the device. No patient injury reported, no additional information provided.